Manufacturer narrative:
(B)(4). Device evaluation: it was reported that when attempting to thread the catheter into the patient's artery the guide wire frayed was not confirmed. Complaint verification testing could not be performed because no sample was returned for analysis. The device history record review did not reveal any manufacturing related issues. The probable cause of the guide wire unraveling could not be determined based upon the information provided and without a sample. No further actions will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the guide wire frayed when attempting to thread the catheter into the patient's artery. The device was removed from the patient. There was a delay in therapy but there was no patient harm, no patient death, and no patient complications reported. It was noted a second kit was not used when this occurred.